Event description:
The distal part of the balloon did not inflate. The doctor stated that the insertable length was not enough. The iab kinked. No alarm sounded from the pump. The 25 cc iab was removed and a second, a 34 cc iab was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 6/11/97.) (Pt's current status: unk - rpt'd 6/11/97.)

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.